Manufacturer narrative:
The joint nearest the retractor connection point has become damaged. The damaged appears to be the result of over tightening at some point. The result of this is the arm will not longer lock tightly into place. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: lumbar canal stenosis. Procedure: olif (oblique lumbar interbody fusion) it was reported that on (B)(6) 2017, intra-op, the screw of the device loosened when setting of the device was performed while harvesting bone graft from ilium. When the device was held by hand, a screw and the handle dropped so it became unclean. In attaching, the hex screw which fixes handle on the upper arm and the handle came off. So, it was re-attached and re- sterilized to continue the procedure. The product came in contact with the patient. There was a delay of less than 60 minutes. No patient complications reported as the result of the event.